Event description:
It was reported that the rigid endoscope sheath was damaged and had a loose ceramic tip. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Following field was update: g3, h2, h3, h6, h11. Based on the results of the investigation, a definitive root cause could not be determined. However, the investigation presumed that connector of connecting tube was unable to be connected as external stress was applied to the tube, which broke the connector. As a cause of external stress above, the user may have applied force toward incorrect direction. Olympus will continue to monitor field performance for this device.